Event description:
It was reported that during a percutaneous transluminal angioplasty (pta) procedure, balloon deflation difficulties occurred. The 90% stenosed lesion was located in the moderately tortuous and moderately calcified shunt of the antebrachium. The symmetry small vessel balloon dilatation catheter was advanced to the target lesion and inflated to 6atms for a couple of minutes. When deflation was performed the balloon would not deflate. Negative pressure was applied to the balloon 3 or 4 times and the balloon gradually deflated. The balloon was removed outside of the patients' body and during an additional deflation attempt, deflation difficulties occurred. The procedure was completed with a different device. No patient complications were reported, and the patient's status is listed as 'good'.

Manufacturer narrative:
(B)(4). The lay user/patient's products have been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The test strips were also tested and the primary complaint was not confirmed. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2010, the reporter contacted lifescan (lfs) alleging that the lay user/patient's onetouch ultra2 meter was displaying an inaccurately low result compared to another meter. The medical surveillance specialist (mss) reviewed the customer care advocate (cca) documentation and spoke with the patient on (B)(6) 2010 to classify this complaint. Based on the information provided, it is not clear what date in late (B)(6) 2010 the alleged product issue started. The cca documented that the patient tests her blood sugar about four times daily and manages her diabetes with insulin injections (self adjuster). The patient claimed that she tested her blood glucose with the subject meter and obtained results of "115 mg/dl" at 8:00 am and "445 mg/dl" at 12:13 pm. The patient stated that she took 11 units of her humalog insulin based on the "445 mg/dl" reading. The patient stated that she tested her blood glucose with the subject meter at 1:59 pm and obtained a result of "91 mg/dl." The patient denied having any diabetic symptoms at that time. At 5:00 pm, the patient reportedly passed out in front of her spouse. The patient's spouse called their daughter who tested the patient's blood glucose with the subject meter and obtained a result of "48 mg/dl." The patient's daughter reportedly treated the patient with 2 glucagon injections. At 5:15 pm, the patient stated that she regained consciousness. At 6:52 pm, the patient claimed that she tested her blood glucose on her meter and obtained a result of "148 mg/dl." Less than twenty minutes later, the patient stated that she tested her blood glucose again using her spouse's meter and obtained a result of "223 mg/dl." Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 30% and/or <= 30 mg/dl. The patient denied having any diabetic symptoms at that time. During the troubleshooting session, the cca verified that the patient was using a correct technique for testing her blood glucose with the reported meter. The patient did not have a control solution to perform a quality control test at the time of the call. Per protocol, the meter, test strips, and control solution were replaced. This complaint is being reported because the patient claims she obtained inaccurate readings on the subject meter, administered her insulin based on one of the alleged results, reportedly passed out, and received medical treatment from a lay individual for a condition suggestive of severe hypoglycemia after the alleged meter issue began.